Event description:
A merit paracentesis catheter was placed into a pt for thoracentesis. While changing from one suction bottle to the next, the ancillary drainage tubing clamp did not fully clamp the tubing closed. This allowed air into the pleural space and partially collapsed the lung. When the second suction bottle was placed, fluid continued to drain and the partially collapsed lung recovered. The complaint described the event as "non life threatening." There was no long-term pt injury or harm as a result of this event.